Event description:
It was reported that the 9800 system had distorted images on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The video controller board and camera were replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.